Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2015 with the following findings: during investigation, a visual inspection of the pump revealed that there was moisture under the display lens. A battery compartment crack was observed below the bumper pad. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture corrosion was found throughout the inside of the pump. Unrelated to the complaint, the display was found to be discolored with black lines running horizontally through the display screen text. A test display was inserted and was found to function properly.